Event description:
The physician was attempting to do a breast biopsy and 3 clip markers failed to deploy. The procedure was completed, but with a different type of marker since there were no additional markers of this type to use.